Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited intermittent undersensing. Ventricular autosense was enabled which resolved the issue.